Event description:
Info received indicates the head section will not go up when the head up switch is pressed.

Manufacturer narrative:
The technician replaced the head up, head down, and CPR valves to repair the bed.